Event description:
A customer obtained erroneously high troponin (accu tni) results for four patients. The original samples were re-tested and repeated results were lower for all four patients. The high result was reported out of the lab for patient one and the patient was sent to the heart catheterization laboratory, but the procedure was not performed. It is unknown if the high results for the other patients were reported out of the lab. The customer did not report death or serious injury attributed or connected to this event.

Manufacturer narrative:
Samples are collected in bd lithium heparin tubes. Samples are centrifuged for 10 minutes. Qc was within specifications. A field service engineer (fse) was dispatched: the fse performed a system check which failed. The fse changed the peri-pump tubing and performed maintenance on the aspirate probes. The system check was repeated and passed within specifications.sample handling was discussed with the customer. A clear root cause has not been determined for this event. A malfunction will be assumed for the purpose of this report.